Event description:
On (B)(6) 2012 customer reported that their dxc 800 pro instrument had a cartridge chemistry cuvette overflow, and the instrument generated "cuvette not dry," "cuvettes dirty," and "reaction wheel temperature" errors. Customer stated that the spill consisted of wash solution. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that vacuum probe 1 was overflowing. Fse removed and replaced the two-way solenoid valve, which resolved the issue. Fse also removed and replaced several cuvettes and all the wash/ vacuum probes as preventative maintenance. The repair was verified by established procedures. No further problems were reported.

Manufacturer narrative:
(B)(4).